Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction of the detached cover: cause traced to failure of the cover. Based on the results of the investigation, it is likely the following led to the malfunction of the stretched distal sheath: cause traced to failure of the distal sheath. Date of event is unknown. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ureteroreno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a detached cover and stretched distal sheath was found. There was no patient involvement.